Manufacturer narrative:
The reported events of intermittent capture and low pacing impedance were confirmed. Final analysis found only the distal portion of the lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to another device or feature of the patient anatomy located at the distal region of the lead. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an elective upgrade procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited intermittent loss of capture and low pacing impedance. The lead was explanted and replaced with a leadless pacemaker system. The patient was stable.